Manufacturer narrative:
Follow-up # 1 date of submission 08/09/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 07/16/2013 with the following findings: during investigation, the pump¿s black box history was reviewed and showed no cartridge detected warnings on 05/14/13 between 3:59 pm and 4:26 pm. The rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor was within specification. The pump was opened and no damage was found to the force sensor circuit. The complaint was not duplicated during the investigation. The cartridge was returned to animas. A visual inspection of the cartridge was performed. No damage or defects were noted. A force test and fill test were performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that when she was doing a cartridge change, when loading the pump she received a no cartridge detected alarm. The patient stated that she did receive the alarm before this but because she forgot to put the cartridge in before pressing load. Customer support (cs) instructed the patient to attempt to rewind, load and prime pump again and the patient received a no cartridge detected warning. Cs advised the patient to change cartridge and the patient was able to rewind, load and prime new cartridge without getting a no cartridge detected warning but took drops a very long time to come out of the tubing. There is no reported adverse event with this complaint. This report is made based on the allegation of the load step malfunction issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.